Event description:
It was reported that a patient had an chest x ray unrelated to the device, and it was discovered that the lead extension was severely twisted and was fractured. The patient's tremor returned prior to the x ray and has turned the stimulation off since. The x ray results were sent to a neurosurgeon who will decide on the next course of action for the patient.

Manufacturer narrative:
Additional suspect medical device components involved: model #: db-1110c; serial #: (B)(6); description: vercise ipg.

Event description:
It was reported that a patient had an chest x ray unrelated to the device, and it was discovered that the lead extension was severely twisted and was fractured. The patient's tremor returned prior to the x ray and has turned the stimulation off since. The x ray results were sent to a neurosurgeon who will decide on the next course of action for the patient. Additional information was received that the patient's lead extension and ipg were explanted. The ipg was explanted because it had low charge and could not communicate with the remote control.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned lead extension was analyzed and the body was severely twisted and coiled. It appears that the ipg was loose within the pocket site and rotated multiple times causing the lead extension to be twisted and coiled. The movement caused the damage to the lead extension. The lead extension was also found to be cut. The cut damage to the lead extension body is a result of a typical explant procedure and it is not considered a failure. A review of the manufacturing documentation for the lead extension revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the lead extension was used per the directions for use (dfu)/product label. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention.

Event description:
It was reported that a patient had an chest x ray unrelated to the device, and it was discovered that the lead extension was severely twisted and was fractured. The patient's tremor returned prior to the x ray and has turned the stimulation off since. The x ray results were sent to a neurosurgeon who will decide on the next course of action for the patient. Additional information was received that the patient's lead extension and ipg were explanted. The ipg was explanted because it had low charge and could not communicate with the remote control.